Manufacturer narrative:
As reported, a ventralight st w/echo ps connector was thought to have been left inside the patient's body as it was noted to be missing from the echo ps following the procedure. The sample was not returned for evaluation. Based on the information provided and without having the sample to evaluate, root cause cannot be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The warning section of the instructions-for-use, supplied with the device states, ¿ventralight¿ st mesh is the only permanent implant component of the device. The inflation adapter and syringe are to be kept external to the patient and discarded after use. The echo ps¿ positioning system (including the balloon, all connectors, and inflation tube) must be removed from the patient and appropriately discarded. It is not part of the permanent implant." And ¿visualization must be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo ps¿ positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal.¿ note, the date of event is considered to be a best estimate as (B)(6) 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, a ventralight st w/ echo ps was used during laparoscopic ventral hernia repair. At the completion of the procedure, it was noted that one of the connectors for echo ps was missing and may have been left in patient during removal. The patient was taken for a CT scan, but the connector was not identified inside of the patient. No further intervention was performed. There was no reported patient injury.

Manufacturer narrative:
As reported, a ventralight st w/echo ps connector was thought to have been left inside the patient's body as it was noted to be missing from the echo ps following the procedure. The sample was not returned for evaluation. Based on the information provided and without having the sample to evaluate, root cause cannot be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The warning section of the instructions-for-use, supplied with the device states, ¿ventralight¿ st mesh is the only permanent implant component of the device. The inflation adapter and syringe are to be kept external to the patient and discarded after use. The echo ps¿ positioning system (including the balloon, all connectors, and inflation tube) must be removed from the patient and appropriately discarded. It is not part of the permanent implant." And ¿visualization must be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo ps¿ positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal.¿ h11: this supplemental MDR is submitted to correct the initial reporter's name, email address and update medical device implant date. Corrected field: e1 (initial reporter last name and initial reporter e-mail). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, a ventralight st w/ echo ps was used during laparoscopic ventral hernia repair and the size trocar used was unknown. At the completion of the procedure, it was noted that one of the connectors for echo ps was missing and may have been left in patient during removal. The patient was taken for a CT scan, but the connector was not identified inside of the patient. No further intervention was performed. There was no reported patient injury.

Manufacturer narrative:
As reported, a ventralight st w/echo ps connector was thought to have been left inside the patient's body as it was noted to be missing from the echo ps following the procedure. The sample was not returned for evaluation. Based on the information provided and without having the sample to evaluate, root cause cannot be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The warning section of the instructions-for-use, supplied with the device states, "ventralight st mesh is the only permanent implant component of the device. The inflation adapter and syringe are to be kept external to the patient and discarded after use. The echo ps positioning system (including the balloon, all connectors, and inflation tube) must be removed from the patient and appropriately discarded. It is not part of the permanent implant." And ¿visualization must be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo ps positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal." Addendum 1: h11: this supplemental MDR is submitted to correct the initial reporter's name, email address and update medical device implant date. Updated fields: b4, d.6a (medical device implant date), g3, g6, h2, h10, h11. Corrected field: e1 (initial reporter last name and initial reporter e-mail). Addendum 2: h11: this is an addendum to the initial MDR submitted to document the additional information provided and to correct the event date. As per the additional information provided, the patient underwent another surgical procedure during which the abdomen was opened. At that time, the ventralight st w/echo ps connector was identified and confirmed to be retained from a prior procedure. Based on the information provided the reported event is determined to be use related with no malfunction of the device. Updated fields: b1, b4, b5, e4, g2, g3, g6, h1, h2, h6, h10, h11. Corrected field: b3 (date of event). Addendum 3: h11: this is an addendum to the initial and supplemental mdrs submitted to correct the imdrf codes and the manufacturer narrative. As per the additional information provided, the patient underwent another surgical procedure during which the abdomen was opened. At that time, the ventralight st w/echo ps connector was identified and confirmed to be retained from a prior procedure. However; based on the information provided and without having the sample to evaluate, root cause cannot be determined. Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 and h10 (manufacturer narrative). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a ventralight st w/ echo ps was used during laparoscopic ventral hernia repair and the size trocar used was unknown. At the completion of the procedure, it was noted that one of the connectors for echo ps was missing and may have been left in patient during removal. The patient was taken for a CT scan, but the connector was not identified inside of the patient. No further intervention was performed. There was no reported patient injury. As per medwatch report (mw5185625): "on (B)(6) 2024 the patient had the mesh product placed. Surgical counts were correct, and the abdomen was closed. Once the patient was in pacu, there were questions as to whether or not the mesh insertion device was removed from the abdomen. The manufacturer was contacted, and it was recommended to obtain an x-ray or a CT scan, but the device was not radiopaque. The images were negative, and the patient did not want to return to surgery. The device manufacturer reported that all of their other mesh products are radiopaque except for this one. On (B)(6) 2026, the patient presented for another surgical procedure where the abdomen was opened. Upon opening the abdomen, this device was seen and confirmed to have been retained from the previous procedure."